Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the cadiere forceps instrument had a broken tip. The procedure was completed with no reported of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of "broken tip" to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece measuring approximately .234" x .620" was found to be broken off the yaw pulley. The broken piece was not return returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws.